Event description:
It was reported that this right atrial (ra) lead is suspected to not be fully inserted into the device. The lead has exhibited evidence of artifact/noise in the past. The field representative asked boston scientific technical services (ts) if this system is MRI conditional. Boston scientific technical services (ts) discussed this system did not meet the conditions for a magnetic resonance imaging (MRI) procedure. No adverse patient effects were reported. At this time, this lead remains in service.